Event description:
It was reported that during a da vinci si surgical procedure the small grasping retractor instrument was noted to have restricted endowrist movement. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the pitch cable was broken at the distal clevis hub. Both cable crimps were missing. The clevis did not exhibit any damage or wear marks. There were scratches on the surface of the distal pulleys. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.